Manufacturer narrative:
The sample is lithium heparin plasma that was centrifuged for 15 minutes at 3500 rpm. The sample was clear and fill volume was as recommended. One level of qc test result was high and upon repeat it was within the customer's established ranges. On (B)(6) 2010, the customer performed system check was performed and met specifications. A bci field service engineer (fse) verified the ultrasonics were within specifications. A wet/dry level sense test and precision run were within specification. No hardware issues were noted by the fse. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter (bci) in regards to erroneously elevated free t4 (frt4) result for one patient generated by unicel dxc 600i synchron access clinical system. The erroneous result was not reported out of the laboratory. The original sample was repeated on the same unit and lower result was obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.